Event description:
Pt¿s mother reported pt experienced elevated blood glucose levels of 500-600 mg/dl at the end of (B)(6) 2011. Pt¿s normal blood glucose level is 100-140 mg/dl. Mother stated pt took correction via the infusion device after the accessories were changed but there was no success. Mother reported on (B)(6) 2012 pt changed to his backup infusion device with the same basal rate. Mother stated pt¿s blood glucose level is okay at this time. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.